Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device has a constant x in the top right. The screen says that there is a fault and it mentions a pads failure. There was no patient involvement.

Manufacturer narrative:
Sending follow-up report due to updated address.